Event description:
It was reported that following a recent implant it was noted that the right ventricular (rv) lead had pulled back. The rv lead was explanted and replaced. The patient was discharged.